Event description:
It was reported that a user attempting to announce a meal received an unable to proceed message and device alerts for occlusion and an expired infusion set while using the ilet with a 23-inch teflon 6 mm inset infusion set with a reported blood glucose value of 263 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included resolution of the occlusion alert and restoration of insulin delivery after a full supply change, including cartridge and infusion set replacement, tubing fill, and cannula fill, with therapy confirmed as resumed. Investigation included troubleshooting and education with the user and collection of the lot number for the supplies in use. Investigation of this case revealed an infusion set occlusion associated with the infusion set and tubing components that resolved only after replacement of the disposable supplies. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion related to disposable supply performance, addressed by supply change.

Manufacturer narrative:
Initial.